Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from around 45-50 mg/dl. Reportedly, the low bg occurred after the customer had delivered a bolus. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.